Manufacturer narrative:
Additional information received revealed that the lens was cut out/removed and disposed and was replaced with lens of same diopter and model . This was a product defect and techs appeared to load lens correctly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: unknown, information not provided. Date of event: (B)(6) 2021 is provided as the best estimate. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon just implanted a model pcb00 intraocular lens (iol) and one of the haptics was broken off. The surgeon ended up having to explant the lens and it was discarded. No further information available.